Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive farapulse. Prior the procedure, when the device was unpacked the versacross wire was noted knoted. Thus, and new versacross access solution was used and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.

Event description:
It was reported that versacross connect access solution for faradrive farapulse. Prior the procedure, when the device was unpacked the versacross wire was noted knoted. Thus, and new new versacross access solution was used and the procedure was completed successfully. No patient complication were reported. The device has returned for analysis.

Manufacturer narrative:
The device has returned for analysis. Upon receipt at our post market quality assurance laboratory, the versacross rf wire was visually inspected and confirmed to have its distal tip knotted. No other damage was noted upon device analysis. Therefore, the reported allegation was confirmed.